Event description:
Information was received from a healthcare provider regarding an implantable neurostimulator (ins). It was reported that the patient was supposed to get an MRI of the brain. The caller stated that the ins does not charge and every time the patient takes the recharger off of the device, it dies. The caller could not provide any specific information about the issue. The issue was not resolved through troubleshooting. The agent reviewed MRI information. The agent spoke with MRI tech who also indicated (per prior case note)that patient says they're unable to charge their ins. The agent provided phone number for troubleshooting if needed as patient should be able to charge their ins to access MRI mode. The agent also reviewed that head only MRI conditions could be used for scanning (with understanding that the ins was considered off due to lack of ins maintenance) and another option would be to have managing hcp com plete the MRI eligibility form for patient to have MRI. Patient called back and repeated previous documented information. Patient stated controller battery 'died' and they were going to have an MRI. Patient clarified that the controller screen powers on only when plugged in to the ac cord, but when they unplugged the ac cord from the controller, the screen shuts off. Agent had patient to reset the controller using the ac cord. During the call, the nurse was assisting the patient. They confirmed no visible damage on the controller and battery pack. The nurse said the controller powered on, green led light illuminated on the ac cord adaptor but there was no green blinking light on the controller after the battery pack was reinserted. Agent reviewed information. Troubleshooting steps taken on the call didn't resolve the issue. Agent sent a request to replace the battery pack.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.